Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl. Pump data review by tandem technical support showed the customer delivered a 12 unit bolus while customer's bg was 78-79 mg/dl. The customer was instructed to consult with healthcare provider regarding bg level. Reportedly, customer reverted to manual injections for insulin delivery.